Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. He was not feeling stimulation with certain electrode combinations. The impedances were measured and were within normal ranges. The pt had his entire system explanted and replaced. He was doing great following the replacement. A follow-up report will be sent if additional info becomes available.